Manufacturer narrative:
Initial reporter name and address: postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reporting a left side ruptured implant. Device remains implanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Physician reported a left side ruptured implant confirmed via MRI. Physician additionally reported MRI findings of "scan also showed silicone within enlarged lymph glands in the left arm pit and the chest wall. The radiologist felt that the leaked silicone might be that from the pip rather than the allergan implant whose rupture appears well contained (intracapsular)"; "enlarged lymph glands" and "leaked silicone" are not device related. The device has been explanted.